Manufacturer narrative:
Voluntary mw number 5149195 was received 02jan2024. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). The controller event log files contained approximately 4 days of data combined ((B)(6) 2023 per the timestamp). A backup battery fault alarms activated on (B)(6) 2023 at 14:14:34 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2023 at 15:59:12 to exchange the controller. The backup battery fault alarm did not resolve while the controller was in use. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Provided information indicated that the backup battery fault alarm resolved with the controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6)2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the alarm resolved with controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The decision was made to do a controller exchange as the patient had experienced the same alarm in june where the emergency backup battery (ebb) was replaced. Log file review confirmed a backup battery fault.